Manufacturer narrative:
No product will be returned per customer. The set contained chemo and was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that at the end of a methotrexate secondary infusion, a small hole and leak was observed near the upper fitment at the top of the pump segment. At the time the leak was discovered, the pump had started to alarm for ail and the nurse observed yellow methotrexate dripping off the pump. The pump was turned off, the tubing clamped and disconnected from the patient¿s PICC line. The pharmacist estimated that the patient received all but 8ml of the medication. The chemo medication did not drip on the patient, and no adverse effects to the patient or clinicians were reported.